Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the experienced a shocking sensation from their implantable neurostimulator (ins) which was described as a ¿tremendous jolt¿. The patient stated that for the past 3 days they have had to increase the stimulation to 4.00 to 4.20 volts to feel it when they used to feel it at around 2.70 to 3.20 volts. There were no reported falls or trauma associated with the event. There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported, the patient was still having concerns with their device or therapy, but they had not sought further help.